Event description:
It was reported that a patient experienced a leak during peritoneal dialysis therapy. The patient was not connected at the time of the event. This occurred during priming. It was found that the clamps were not closed while reloading the set causing solution to leak. The patient would restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the clamps were not close while reloading the set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to close all the clamps before opening the door to reload the set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.